Event description:
As reported via medical affairs, the wife of a patient reported that the patient had an unknown optease filter placed on (B)(6) 2012 due to "massive" dvt in the right leg following cardiac ablation. On (B)(6) 2013, the interventional cardiologist attempted to retrieve the optease filter, through both the left, then the right groin, without success. Surgeon also "ballooned it" and after two hours of fluoroscopy, attempts were unsuccessful. Due to endothelialization and 'jammed in". It was not clarified if hospitalized. Additional information is unknown.

Manufacturer narrative:
Complaint conclusion: as reported via medical affairs, the wife of a patient reported that the patient had an unknown optease filter placed due to "massive" dvt in the right leg following cardiac ablation. He was discharged from the hospital 26 days later. Approximately three or four months later, the patient reported to experience "terrible pain above the kidney". Four months and 27 days after the filter was inserted, the interventional cardiologist attempted to retrieve the optease filter without success. Surgeon also "ballooned it" and after two hours of fluoroscopy, attempts were unsuccessful. Due to endothelialization and "jammed in". It was not clarified if the patient was hospitalized. Additional information is unknown. A review of the manufacturing records could not be conducted without a lot number. Inability to retrieve the filter is identified in the IFU as a possible retrieval procedure complication. Endothelialization has been shown to lead to retrieval difficulties after as short a period as 12 days. Available data from retrievals in a 21 patient study and a 40 patient retrospective chart review suggest that the optease filter can be safely retrieved (mean of 11.1 days, range 5-14 days and mean of 16.4 days, range 3-48 days, respectively). Results from a retrospective study show that the optease filter can be safely retrieved up to 23 days in patients who no longer require protection against pulmonary embolism. Please refer to the clinical experience section of the IFU. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.